Event description:
It was reported that an lp catheter was broken. The initial implant was on (B)(6) 2008. The patient complained of symptoms on (B)(6) 2009. A shunt study and x-ray were performed on (B)(6) 2009, which confirmed catheter tubing was split into 2 pieces. The consulting ophthalmologist sent patient to the neurosurgeon with diagnosis of idiopathic intracranial hypertension. The system was replaced on (B)(6) 2010. The surgeon commented that catheter was broken distal to the anchor point, and the catheter had migrated to sacral region in thecal sac. Both pieces were removed and shunt system was replaced. The patient, according to office nurse, is doing fine. The device will not be returned.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 260 mg/dl (advantage) and 130 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.